Event description:
The customer contacted physio-control to report that during a recent patient event, their device powered off twice. The end user was able to power the device back on each time this occurred. The device was being used to monitor the patient and defibrillation was not necessary. There were no adverse effects to the patient as a result of the reported issue. No further patient information or details about the event were provided.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and observed a broken battery pin which could lead to the device powering off on its own. Physio then replaced the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.